Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the initiation of treatment from a crack in the dialyzer that was leaking dialysate. Estimated blood loss was 240cc's. Patient had no ill effects. Sample is available.